Event description:
Fractured in patient's mouth after placement. No patient injury.

Manufacturer narrative:
The product was not returned and could not be evaluated. However, the investigation of other complaints with similar abutments that were fractured concluded that the fracture was related to the design of the hex and boss connection and to the screw access hole which led to the recall.

Manufacturer narrative:
Device not yet received for evaluation. This event is being reported due to a single preceding medical device report where surgical intervention did occur. This event is a subsequent malfunction. The risk to the patient is remote.